Event description:
The home pt reported reconnecting their pt line of the homechoice set to their transfer set after receiving a non-recoverable system error 2240 alarm. The pt was instructed to discontinue treatment and restart therapy with new supplies. There is no pt injury or medical intervention associated with this report according to the pt.